Event description:
It was reported to vyaire medical that the vela ventilator was found to have vte (exhaled tidal volume) more than double the set value. It was stated that during the turbine pressure transducer calibration, it was initiating the turbine. There is no information of patient involvement associated with the event as of this time.

Manufacturer narrative:
Vyaire file identification: (B)(6). The suspect device/part was not returned for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.